Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump kept giving him insulin. The blood glucose reading was over 200mg/dl. The caller stated that the insulin pump alarmed button error. Advised the customer that the device would be replaced and revert to backup plan. No further information was provided.